Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all scheduled and non-scheduled reports were not being generated. A technical support specialist inspected and found previous password change caused the service to stop running, corrected the service account password, restarted the service, and verified that all reports were functioning properly. The issue was resolved, and the case was approved for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all scheduled & non-scheduled reports was not being generated and updated for all units. User had to generate manually due to this issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.